Event description:
The customer called with a complaint that segments are missing at the end of the count down and on the first and second 8s. During the trouble shooting process it was learned that segments were missing in both the hundreds and tens positions. A request was made to return the unit for evaluation. In the meantime, a replacement unit was provided. The customer has been invited to contact the 24/7 customer service line should any problems or questions arise.